Manufacturer narrative:
Event occurred on an unknown date in 2021. 510k: this report is for an unknown locking/set screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, two (2) x25 final tighteners and one (1) unknown locking set screw were noticed to be worn out during an unknown procedure. The procedure was successfully completed using a new set screw and tightened with the intermediate tightener by hand. There was a surgical delay of ten (10) minutes. There was no patient consequence. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown); unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown locking/set screws. This is report 1 of 3 for (B)(4).